Event description:
It was reported that a slight variability was observed in ventricular threshold. The physician elected to replace the epicardial lead with a transvenous lead. The lead remains in the patient and was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 ipg implanted: 2009-(B)(6). (B)(4)